Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed that on (B)(6) 2019, a crown prt valve size 23 was implanted in a patient. The valve was explanted on (B)(6) 2023 since it was noted that the valve was not working correctly due to calcification. Perceval valve size m was implanted in the patient as a replacement. Reportedly, patient outcome is good.

Manufacturer narrative:
Since serial number of the device is not available and the device was not returned to the manufacturer, no further investigation on the device can be performed. The manufacturer attempted to retrieve further information regarding the event and device involved but was informed that no further information will be provided. Based on the limited information available, the definitive root cause of the reported event cannot be established. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown prt valve. However, no clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown prt IFU. The event is, therefore, a known inherent risk of the device.